Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 466 mg/dl at the time of the incident. The customer experienced symptoms such as not feeling well and incoherence. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was having sensor glucose versus blood glucose differences and change sensor alarms. The customer also had a low of 55 mg/dl which they treated for with soda. The insulin pump will not be returned for analysis.